Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to difficulty to safely remove lead. According to additional information, the lead presented a fracture which caused out or range pace impedance greater than 3000 ohms. No additional adverse patient effects were reported.